Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the needle detached from the suture thread when it was pulled out during the closure of uterus. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). One loose needle and one dispensed suture were received for evaluation. The needle was microscopically examined and no attribute defects were observed. Suture remnant was found inside the hole of the needle. The end of the suture was severely cut and damaged, resulting in the needle pull off. Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.